Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the prograsp forceps instrument and performed the failure analysis investigation. The instrument was found to have a grip pin missing. The missing pin was not returned. A review of the site's system logs for the reported procedure date was conducted by a regulatory post-market surveillance (rpms) analyst. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the small pin fell out of the jaws of a prograsp forceps instrument while inside the patient. The procedure was completed as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter informed that the instrument was inspected prior to use, and no damage was noted visually. The instrument did not collide with any other instrument. When opening the jaw, the pin fell off. The pin that fell on the patient was immediately retrieved. It was sent along with the instrument for investigation. The staff did not feel any resistance to the removal of the instrument. Post-operative tests like an x-ray or ultrasound were not performed to check for remaining fragments. The patient did not return to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The procedure was completed robotically with the backup of the same type of instrument with no impact to the patient.